Manufacturer narrative:
The repair inspection confirmed the customer¿s reported issue, the ceramic insulation at the sheath¿s distal tip was found broken off. The inspection also noted the sheath failed the leak test due to a damaged sealing ring. Olympus requested additional details regarding the reported device and event, but the information is pending. The investigation is in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (oekg) was informed that the customer resection sheath was returned to the olympus repair center for a ¿damaged end lot 11w-0010 and seals to change¿. The customer reported problem was found at an unspecified event. However, during the repair inspection, the ceramic insulation at the sheath¿s distal tip is broken off. No death or injury and no impact to person or other has been reported to olympus. This report is being submitted to capture the broken off insulation found during the repair inspection.

Manufacturer narrative:
This supplemental report was submitted to provide additional details of the event and also the results of the investigation by the legal manufacturer. The device history records (DHR) was performed for the affected lot number without showing any non-conformities or deviations regarding the described issues. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. During the service inspection, the service department confirmed the ceramic insulation at the distal tip of the sheath is broken. The exact cause of the broken insulation cannot be conclusively determined. However, possible causes can be due to thermo-mechanical fatigue, wear and tear, improper handling (impact/shock). As a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult. Olympus will continue to monitor the occurrence rate of the reported phenomenon related to the device. To mitigate injury to the patient and also device damage, the instruction for use provides the following: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center.

Event description:
The customer further reported no device fragment fell off inside the patient as the ¿damaged end¿ was found before a therapeutic procedure. The scheduled procedure was completed using another device. There was no complications or impact to the patient reported.